Event description:
It was reported that the intraocular lens showed a cloudy optic through slit lamp exam at one day post-operative. The lens was removed and replaced without complication.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site confirmed the lens met all manufacturing specifications including haze specifications. Product history records were reviewed and all documents indicate the product met release criteria. In summary we are unable to confirm the observation reported to us.

Manufacturer narrative:
The iol was received and inspected under 10x magnification, a cloudy optic was not confirmed. The lens was transferred to the manufacturing site for additional analysis which is ongoing. The lens met manufacturing specifications prior to release. The cause of this event is undeterminable at this time.